Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: email.

Event description:
Reported false positive sars result for 1 consumer. The consumer communicated that they have tested positive with quickvue otc approximately 20 times beginning (B)(6) 2022. Consumer has tested negative since then with molecular (pcr testing) and other rapid antigen assays. Each consumer event is captured on separate reports.